Manufacturer narrative:
Concomitant medical products: evolutr-29-us valve, implanted: (B)(6) 2018 and 407645 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead pacing impedance was indicated to be rising. The lead remains in use. No patient complications have been reported as a result of this event.